Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. The reporter stated that the device would shut down unexpectedly while charging for a shock during device testing. Evaluation of the device by welch allyn factory service could not duplicate the reported intermittent shutdown. However, examination of the device logs confirmed the reported shutdowns during testing. These logs indicated battery insertion immediately following the unexpected shutdowns. The device will normally indicate battery insertion and initiate a self test upon battery insertion, which is the first time that the device senses power being restored to the device. A battery failure power down will normally be preceded by a low battery warning unless the battery is removed. The battery sent back with the device passed all testing. Visual examination and testing of the device's power circuitry revealed no latent or intermittent failures that may have caused intermittent power to the device.

Event description:
The customer reported that their third party service provider found that the unit shut down twice after delivering 2 shocks and shut down again after delivering 3 more shocks during bench testing. No pt was involved.